Event description:
A hospital in (B)(6) reported that the opt312 optiflow junior nasal cannulae "rolls out". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The hospital did not provide any complaint devices for evaluation. Without a device we were unable to determine whether there was an actual defect with the cannula. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly apply the cannula and also contain the following statements: "ensure skin is dry/prepared." "Position cannula prongs high up into nares such that the cannula bridge rests just underneath the septum." "Always ensure prongs are well positioned in nares. Failure to do so may result in hypoxia or septal damage." The nasal cannula fitting guide contains the following in the placement check statement: "cheeky check: gently squish the infant's cheeks to check the prong placement in the nares. If prongs come out of the nares, adjust cannula further into the nares according to instructions. Repeat the cheeky check." No patient consequence was reported. Education has resolved the issue of cannula "roll out" at the hospital. No further complaints have been received. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.